Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi-500-01145, serial/lot #: (B)(4). A medtronic representative visited the site to perform a system checkout. It was shown that they reset the filter offset of default value, verified collimator alignment, completed longfilm grain calibration, tested longfilm scan, rebooted system and completed longfilm scan again. System checked out. Analysis of the software revealed that there was a software failure. The issue is tracked through the tracking record database and this event has been added. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system is unable to pass 2dlf rad gain calibration. The manufacturer representative performed the calibration once the previous night and rebooted the system and it was functioning as intended. When trying to perform a calibration the next day during training it was failing. It was failing repeatedly and showing the following message: "center slot exposure value is invalid. 2d long film acquisition is disabled. Retry the calibration. If the problem persists, contact medtronic technical services." The offset value of the collimator was reset by setting it to 771200. The system was rebooted and upon bootup of the mobile viewing system (mvs) the following message was displayed: "2d long film filter alignment recommended. File not found". The representative attempted the calibration again and it failed. There was no patient involvement.